Event description:
Status indicator shows 'do not use'. After powering up device, screen displayed "defib comm error".

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering dept has finished the evaluation of the device.